Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported patient with symptoms of increased pain and tenderness appearing in both axillae 10 days post miradry treatment, with reported eruption the following date. Patient was seen by clinic 4 days later, presenting with bilateral ulcers with draining. The patient was referred to (B)(6) for IV antibiotics and treatment. A biopsy of the ulcers was taken with a diagnosis of thermal injury. The patient returned to the clinic 2 days later (16 days post treatment) for follow up. The ulcers were stable (not growing in size) and symptoms were resolving. Patient continuing on oral (keflex) and topical (silvadene) antibiotics. Patient returned for follow up 20 days post treatment. Ulcers/burns worsened, showing signs of necrosis. Wound clean with no odor. Patient is on work restriction and continues to take keflex, but discontinued steroid. Follow up continuing.

Manufacturer narrative:
Update: patient continues to improve and has resultant scarring. The patient has withdrawn her consent to share or report her case at this time.

Event description:
Update: patient continues to improve and has resultant scarring. The patient has withdrawn her consent to share or report her case at this time.

Manufacturer narrative:
(B)(4)